Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Please note: patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. However, due to covid-19, this device remains implanted but electrically deactivated. A subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted as a replacement device. No additional adverse patient effects were reported. Additional information from the field indicates this electrically deactivated ICD remains implanted due to covid-19. There are no current plans to surgically intervene at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. However, due to covid-19, this device remains implanted but electrically deactivated. A subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted as a replacement device. No additional adverse patient effects were reported.